Event description:
Adverse event: stroke. Time of adverse event: post procedure. Device issue: none. It was reported via a trial that on (B) (6) 2010, the pt had an xact stent implanted in the left internal carotid artery. Approx six hours after completion of the procedure, the pt experienced diplopia that was not accompanied by any associated neurological symptoms. CT scan showed no acute findings. The neurologist suspected a very small brainstem stroke. No treatment was provided. The pt's symptoms resolved on (B) (6) 2010. The pt was discharged home on (B) (6) 2010. There was no adverse pt sequelae. No add'l info was provided.

Manufacturer narrative:
(B) (4) (B) (4). Cerebrovascular accident is a known potential adverse event associated with the use of the product. Cerebrovascular accident is a known no-fault event as listed in the risk assessment that can be reported as occurring during or after the procedure. There was no device malfunction reported that could have contributed to the event. Info available in the case description is not sufficient to determine a relationship between the event and the abbott vascular product. A definitive cause for the reported pt adverse effect and the relationship to the product, if any, cannot be determined; however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure.